Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to the recall/advisory notification on this model/device. At the time of the explant, the left ventricular transvenous lead was explanted due to a pacing impedance measurement greater than 2000 ohms. The model and serial number of the left ventricular lead was not available. No adverse patient symptoms were reported.